Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(6) registry.   Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 8 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through implant patient registry, approximately 8 months post implantation of a 26mm sapien 3 valve in the aortic position via transfemoral approach the valve was explanted and replaced with a 25mm inspiris resilia aortic valve. The cause of the replacement is unknown at this time.